Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the device is still currently implanted however replacement is scheduled for july 22nd.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain/ failed back surgery syndrome. It was reported the patient stated she was unable to charge her device and was getting a symbol she had never seen before. The patient texted the manufacturer's representative the picture and an al was performed. No device was found. Patient stated no trouble charging before this. Patient stated stimulation had been off for months. Rep reviewed that the device would need to be jump started. An over-discharge was reported. Issue was not resolved at the time of this report. No further complications were reported/anticipated. Additional information was received from the healthcare provider via manufacturer's representative. It was reported that the patient could not charge her device; it was over-discharged. The rep recommended doing a pmr however the hcp decided to replace with a new device. Replacement has been scheduled for (B)(6) 2019. Issue not yet resolved. No further complications were reported/anticipated.